Event description:
Related manufacturer reference number: 2017865-2021-36233. It was reported that the patient presented for in clinic follow up with pectoral stimulation. A device interrogation reveled increased pacing output and failure to sense exhibited by the right ventricular (rv) lead. Chest x-ray confirmed the rv lead had dislodged and the right atrial (ra) lead had no slack. Both the ra and rv lead were capped and replaced on (B)(6) 2021. The patient was stable.